Event description:
Caller states customer was unable to obtain a result on the aviva system due to an error on the device while having low blood glucose symptoms. Caller treated the customer with orange juice, which he was able to consume on his own. Low blood glucose symptoms improved. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The vascular access site was the femoral artery. The 95% stenosed, eccentric, de novo target lesion was located from the non- tortuous, moderately calcified proximal to the distal right coronary artery (rca). The lesion length was 76mm and the reference vessel diameter was 2.75-3.0mm. A jr4 6fr guide catheter along with a al1 6fr guide wire were advanced to the lesion site. Next the lesion was pre-dilated with four non-bsc balloons (2.0x20mm, 2.0x10mm, 2.5x30mm and 3.0x15mm). The vessel was 50% stenosed immediately after pre-dilatation. Then the physician advanced a promus element 3.0x38mm stent to the lesion site. At some point the stent dislodged from the delivery balloon prior to inflation. However, part of the stent was still attached to the delivery catheter. The physician was able to withdraw the delivery system with the stent successfully from the patient. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient status is reported as "stable". This product is only ous approved but it is similar to an approved us device.